Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics noted. No alarms were verified due to the blank display. The device had cracked display window, battery tube threads, and reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was dropped in water. Customer stated that the insulin pump had multiple cracks around the battery cap and the reservoir. Customer also mentioned noticing water by the screen of the insulin pump. Customer stated that they were able to read the screen and moisture was not visible in the insulin pump. Alarm history was reviewed and multiple error alarms were noted, including a motor error. Self test was performed and passed. Advised customer to revert to a back up plan and the device will be replaced.